Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported that during a posterior spinal fusion the spinemask was found to be inaccurate. No adverse consequences or procedural delays were reported with this event.

Event description:
It was reported that during a posterior spinal fusion the spinemask was found to be inaccurate. No adverse consequences or procedural delays were reported with this event.